Event description:
Patient reported unknown side "have a rupture" of a non-allergan device. Device status unknown. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).